Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2019-00009, 3006697299-2019-00011, 3006697299-2019-00012.

Event description:
This is 2 of 4 reports. A service manager reported that four (4) c2602 cusa excel 36khz straight handpieces were defective. After switching on the unit and completing wait period, the amplitude test did not get pass when pressed, and gave a vibration alert. In run mode, if the orange vibration foot pedal was pressed there was no output and gave a vibration alert. Tried changing the tip and manifold tubing but still no change. The problem was confirmed by checking another known good handpiece on the same cusa console and found cusa working properly without alarm. Additional information has been requested but no other clinical information has been provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. An investigation for cause was unable to be performed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint was not confirmed. No root cause was determined.